Event description:
The customer reported that the device failed to discharge via paddles. No adverse patient impact was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to discharge via paddles. No adverse patient impact was reported. Philips evaluated the device. The symptom was verified. The control pca was replaced to resolve the issue.